Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003136, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003136 was manufactured according to the work instruction (wi) version 77 and packaging in the machine multivac 12 on 12-sep-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3j00292 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 11-sep-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3j00293 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 12-sep-2023, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 3j00250 was manufactured according to the wi version 39 and manufactured in the machine 04-05-08, on 09-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing was kinked on (B)(6) 2025. The insertion site was abdomen. The blood glucose level was 380 mg/dl and the patient was treated with insulin pump. No further information available.